Manufacturer narrative:
At this time, the device has not been returned for evaluation. This record will be updated upon return and completion of analysis or if additional information becomes available.

Event description:
It was reported that this pacemaker was an attempted implant due to pacing impedance greater than 2000 ohms and noisy signals. No adverse patient effects were reported.